Event description:
On (B)(6), 2015, we have been informed about an incident involving ECG electrodes. The customer complained that skintact w-60 ECG electrodes had become incompatible with their medical device, a pain therapy system. Investigating the complaint, our distributor (B)(4) reported that also another customer had issues with the same lot number of this electrode model "not working correctly". The distributor stated, "no patient was harmed or at risk with the electrode not working properly".

Manufacturer narrative:
The retained and returned samples of the complained lot have been inspected visually and tested electrically. The retained electrodes as well as the returned samples failed the electrical tests. The root cause of this defect has not been fully identified yet. However, in the course of the investigation, it was determined that several models sharing a certain design and manufacturing process have a high probability to develop a defect. We have therefore decided to perform a recall of these models. We will provide further findings and conclusions from the investigation in a follow-up report.

Manufacturer narrative:
The retained and returned samples (rec'd two days ago) of the complained lot have been inspected visually and tested electrically. The retained electrodes as well as the returned samples failed the electrical tests. The root cause and the extent of this defect beyond the involved lot are still under investigation. We are filing this report because a connection with the malfunction reported under 8020045-2015-00022 might be possible. We will provide a follow-up report with our findings and further conclusions.